Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarm during our testing. No moisture damage on the electronics assembly. The insulin pump has cracked belt clip slot, cracked reservoir tube lip, cracked reservoir tube, cracked case near display window corners, minor scratches on display window and stained end cap sticker noted.

Event description:
The customer reported via phone call that the numbers on the screen of the insulin pump started scrolling when trying to deliver a bolus. Customer stated that the buttons were still not responding after removing and reinserting the battery. Customer stated that the device might have gotten exposed to sweat. Blood glucose value is unknown. Customer was advised to discontinue the use of the device and revert to a back a plan. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. .